Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2498, awareness date 05-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2008. Consumer has had nonstop problems. Irregular heavy bleeding, pain, hair loss, infections, rashes, joint swelling, abdominal swelling and pain, migraines, pain during and after intercourse, vision blackouts and constant dizziness, cervical stabbing pains, and much more. She had to have surgery removing uterus, tubes, cervix, and essure which migrated to the other end of her tubes. Surgery was one year prior to the report, on (B)(6) 2014. Every one of her above symptoms were gone. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had irregular heavy bleeding (interpreted as genital bleeding) and essure migrated to the other end of her tubes. Essure was removed approximately 6 years after insertion. These events are serious due to medical significance and listed in the reference safety information for essure. After essure insertion genital bleeding and menses pattern changes may occur. Given the nature of the event irregular heavy bleeding and in the lack of an alternative explanation, causality with essure cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, essure migrated to the other end of her tubes. The exact date of the migration was not reported, however given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. Based on the available information, there is no relationship between the reported events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.